Event description:
The pt reported the piston rod on his insulin infusion device is not turning. He stated the piston rod is about 6 months old. He said he does not have another piston rod so he has switched to insulin injection therapy. On follow up, the pt stated he changed the piston rod and his infusion device is now working properly. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.